Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Upon review of the transmission, it was observed that the implantable cardioverter defibrillator was post-sensed t-wave oversensing. Programming changes were discussed but not yet completed. There were no patient consequences.